Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned inside of a hoop with its original opened pouch. The device has the distal tip completely stretched. No more damages were found. Dimensional inspection was performed. Outer diameter (od) of middle and proximal section were within it's specification. However, the overall lengh and od of distal tip could not be performed due to device condition (distal tip stretched).

Event description:
It was reported removal difficulties were encountered. The severely stenosed target lesion was located in the severely calcified middle of left anterior decending artery. A 330cm rotawire was selected for use. During the removal of the rotawire it was noted to be difficult to remove and the rotawire became deformed. The device was directly removed from the patient's body without any intervention. The procedure was completed with another of same device. No complications were reported and patient was stable.

Event description:
It was reported removal difficulties were encountered. The severely stenosed target lesion was located in the severely calcified middle of left anterior descending artery. A 330cm rotawire was selected for use. During the removal of the rotawire it was noted to be difficult to remove and the rotawire became deformed. The device was directly removed from the patient's body without any intervention. The procedure was completed with another of same device. No complications were reported and patient was stable.